Event description:
The six month follow-up examination of the aaa repair utilizing the zenith endovascular graft noted a still present type ii endoleak originating from the lumbar arteries and a shrinkage of the aneurysmal sac. Two months later, the pt was presented to the hospital with a ruptured aneurysm. Pt was taken to the o.r. For a surgical repair, involving ligation of the lumbar arteries responsible for the type ii endoleak. During pre-op examination, the endovascular graft was observed intact, in good position, and still maintaining a secure seal of the aneurysm. Surgical repair was completed, with zenith graft remaining in pt.